Manufacturer narrative:
11/3/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a skin graft procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.